Event description:
It was reported that "line change and guidewire protective covering unraveled from metal wire". As a result, the device was removed and a new one was inserted. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). Other remarks: n/a. Corrected data: n/a.

Manufacturer narrative:
(B)(4). The customer returned one nitinol guide wire for analysis. Definite evidence of use was observed. Visual analysis of the guide wire revealed that it was separated and unraveled from the distal weld. A separated coil wire was also returned. The distal weld was not returned for analysis. Microscopic examination confirmed the damage and confirmed that the proximal weld was present and spherical. The overall length of the guide wire core wire measured 603 which is within the specification limits of 600-608mm per the guide wire product drawing. The guide wire outer diameter (od) measured 0.79mm which is within the specification limits of 0.788-0.826mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which informs the user "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was advanced through a lab inventory ars/18ga introducer needle subassembly, and the guide wire passed with little to no resistance. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of a separated guide wire was confirmed through investigation of the returned sample. The guide wire was separated and unraveled at the distal weld. Despite this, the guide wire core wire met all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.25 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Therefore, based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported that "line change and guidewire protective covering unraveled from metal wire". As a result, the device was removed and a new one was inserted. No patient harm or injury. The patient status is reported as "fine".